Event description:
It was reported that the patients implantable pulse generator (ipg) was not charging. The patient underwent spinal cord stimulator (scs) explant procedure and was doing great postoperatively. The explanted scs will not be returned.